Manufacturer narrative:
The small leak did not impact function of the table. The flow control valve is to be removed and replaced.

Event description:
During routine preventive maintenance, the customer service engineer observed a small hydraulic fluid leak in the flow control valves. There was no patient involvement.